Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was previously implanted on an unknown date, and explanted on (B)(6) 2018 during a ureteroscopy procedure. According to the complainant, during the removal procedure, it was noticed that the stent was encrusted. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis of the returned device revealed that it had residues of calcification found along the entire device and also it has a blackened appearance which is evidence of use. Based on the product analysis, this is considered an adverse event associated with retrograde positioned indwelling ureteral stents including but not limited to encrustation; stone formation. The complaint is a known physiological effect of the procedure noted within the directions for use. Therefore the most probable root cause for this event is "anticipated procedural complication".

Event description:
It was reported to boston scientific corporation that a polaris ultra¿ stent was previously implanted on an unknown date, and explanted on (B)(6) 2018 during a ureteroscopy procedure. According to the complainant, during the removal procedure, it was noticed that the stent was encrusted. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.